Event description:
Integrum was informed on 2023-01-09 that a patient had been experiencing attachment issues with axor ii unit sn (B)(4). In the report form received with the returned unit, there was information that the attachment to the abutment had released without warning. Exact incident date is unknown. No fall or injury was reported. Manufacturing investigation has been performed by reviewing the batch documentation, no deviations were found. Axor ii (B)(4) was last serviced at integrum 2021-11-24. 2023-01-13: during technical investigation of the axor ii, detachment of the axor from an abutment dummy could be replicated. Wear on the clamps and top body were observed and these components were replaced, which resolved the gripping issue. The root cause of the issue is assessed as wear of components. Axor ii (B)(4) has been serviced and now functions according to specifications.